Event description:
The facility reported that after the caregiver had attached the top portion of the sling to the spreader bar and had begun lowering the hanger bar, when it was noted the bar was resting on the resident's leg. No injuries were reported.